Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sensor expired prematurely. Customer replaced the sensor to resolve the issue. Tandem technical support checked the pump logs and the alleged early sensor expiration alert was not found. There was no reported adverse impact.